Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising to beyond the expected upper range. Also, analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising and elevated. Concomitant medical products: addr01 ipg implanted (B)(6) 2015.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for high pacing threshold and high lead impedance. It was noted that the lead impedance began rising about one year ago while pacing thresholds began rising approximately 10 months ago. Programming changes to pacing polarity during this time were used to manage the changes in pacing threshold and lead impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.